Event description:
It was reported that the customer was experiencing low blood glucose. The reported blood glucose reading was 64 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer was connected during priming. The customer's wife stated that she was going to call the paramedics to assist the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.